Manufacturer narrative:
One non sterile enterprise vrd and delivery was received for analysis. The enterprise stent was not received. Neither the received delivery wire nor the introducer tube presented any anomaly. The involved microcatheter was not received for analysis. The delivery wire was inspected under a microscope and no anomaly was observed on it. A lab sample prowler plus micro catheter was used to perform a functional test, and the enterprise system (without stent) was able to go through the whole micro catheter without any problem and no resistance or friction was felt during insertion/withdrawn process. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425065. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(4), 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by customer as "stent - inability to recapture" could not be evaluated as the involved stent was not received. The reported failures by customer as "delivery wire - resistance/friction" and "delivery wire - withdrawal difficulty - through micro catheter" were not confirmed since no anomalies were found during functional analysis. The exact cause of the events experienced by the customer during procedure could not be conclusively determined; it is possible that procedure factors may have contributed to these vents. The device did not present any obvious indication of manufacturing defect or anomaly; therefore, no corrective action will be taken at this time. This is the first of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00067 and 1058196-2011-00068. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is the first of two products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2011-00067 and 1058196-2011-00068. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During treatment of a wide necked right posterior communicating artery aneurysm when deploying the enterprise vrd, the position moved. An attempt to withdraw the stent was made in order to adjust the position; however, the stent could not be withdrawn. Therefore, the microcatheter and stent were withdrawn as a unit. After removal, the microcatheter tip was not smooth, and it felt rough. Other devices were utilized to complete the procedure, and there was no impact to the patient. During deployment of the stent, the enterprise stent was not advanced fully past the distal end of the microcatheter, it was deployed a little past the microcatheter end; the stent was not exposed past the recapture point. A little resistance was noted during the recapturing of the enterprise stent, but no additional force was utilized in an attempt to recapture the stent. After the devices were removed, there was no damage to the enterprise stent (no strut uplift, fracture, kink, bend, or separated), no damage to the delivery system (no kinks, bend, fracture, separated, etc), no damage to the distal tip (no kink, bend, fracture, separated, unraveled, stretched, etc), and the microcatheter shaft/hub was not damaged. The microcatheter distal tip was not re-shaped. One non sterile enterprise vrd delivery system was received for analysis. The enterprise stent was not received. Neither the received delivery wire nor the introducer tube presented any anomaly. The involved microcatheter was not received for analysis. The delivery wire was inspected under a microscope and no anomaly was observed on it. A lab sample prowler plus microcatheter was used to perform a functional test. The enterprise system as received without the stent was able to be advanced through the entire length of the microcatheter without any problem and no resistance or friction was felt during insertion/withdrawal process. The involved microcatheter was used to perform a functional testing for insertion per procedure. The enterprise cordis system (without stent) was inserted into the microcatheter; however, it could not pass out the distal end of the microcatheter due to it becoming stuck at flattened sections. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425065. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to recapture the stent could not be evaluated since the stent was not returned with the delivery system. There were no anomalies with the returned delivery wire and no resistance with just the returned wire. As reported the procedural resistance was encountered during attempted recapture of the enterprise after partial deployment out of the distal end. The compression found on analysis of the returned device would have resulted in resistance prior to the enterprise exiting the microcatheter or prevented the enterprise from exiting the microcatheter. Additionally it was reported that there were no damages prior to use. This indicates that these compressions occurred after the enterprise was partially deployed out of the distal end of the microcatheter or possibly post procedural use. The exact cause of the reported events cannot be determined based on the return of the incomplete system and the available information. It is possible that procedural factors including vessel characteristics contributed to the events. The returned components and device history record review did no present any indication of any manufacturing defect or anomaly. Therefore, no corrective action will be taken at this time. This is the first of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00067 and 1058196-2011-00068.

Manufacturer narrative:
(B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425065. The device history record review also included a review of the certificate of conformance received from specialty (B)(4) devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is the first of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00067 and 1058196-2011-00068. Additional information will be submitted within 30 days upon receipt.

Event description:
During a coil embolization procedure of the right pcom with a wide neck assisted with an enterprise stent, the physician implanted the stent to the target and released the stent, but the position was moved, then the physician wanted to adjust the position and withdrew the stent, but he found it cannot be withdrawn. Therefore, the enterprise stent and microcatheter were removed as unit. After removal, the microcatheter tip was not smooth, and it felt rough. Other devices were utilized to complete the procedure, and there was no impact to the patient. During detachment of the stent, the enterprise stent was not advance past the distal end of the microcatheter, instead a little past, and the stent was not exposed past the recapture point. A littler resistance was noted during the recapturing of the enterprise stent, but no additional force was utilized in an attempt to recapture the stent. After the devices were removed, the enterprise stent (strut uplift, fracture, kink, bend, or separated), delivery system (kink, bend, fracture, separated, etc), distal tip (kink, bend, fracture, separated, unraveled, stretched, etc), or microcatheter shaft/hub was not damaged. The microcatheter distal tip was not re-shaped. The admitting diagnoses was high blood pressure for many years.